Event description:
It was reported that interrogation of the implantable cardiac monitor resulted in a system error message. A firmware download was performed which cleared the egms and resolved the issue.

Manufacturer narrative:
No medwatch form was received.